Event description:
It was reported that during a shoulder repair the anchor broke during insertion. 2nd anchor was inserted next to the broken one to complete the case.the surgeon felt it was better to insert next to it instead of retrieving the broken one so as not to cause further injury to patient. Pt is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include improper bone preparation, not inserting the implant coaxial to the bone tunnel or over-torquing, prying or leveraging the implant during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.